Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to verify the reported issue. It was determined that the lock was the root cause. The lock was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown. This report was submitted under MFR# 3012307300-2024-00517 on 01feb2024. Because successful acknowledgements were not returned, this report is being resubmitted per esg ticket 382976.

Event description:
It was reported that device cannot lock cassette. There was unknown patient involvement.